Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, the device was connected with handpiece and gen04 to do a system check. The device was used on the patient, but it didn't cut. The surgeon then found that the blade was broken off when he tried to insert it via the trocar. The broken piece was found outside the body. Another device was used to complete the case. There were no adverse consequences to the patient.